Event description:
The customer reported that the alarm unit would not work. They went over proper installation and everything is being done properly. The unit does power on. No pt injury was reported.